Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Device evaluated by bd.

Event description:
It was reported that the device infused an unspecified medication in five minutes that was supposed to take fifty hours to complete. There was patient involvement but no harm. Although requested, additional information was not provided.

Event description:
It was reported that the device infused an unspecified medication in five minutes that was supposed to take fifty hours to complete. There was patient involvement but no harm. Although requested, additional information was not provided.